Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor endcoder signal out of phase. Analysis was unable to verify for motor error alarm and perform rewind basic occlusion, prime, the excessive no delivery and displacement test due to constant motion sensor test failure alarm. The insulin pump was received with cracked case on the bottom right corner at display window corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 82 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.